Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high out of range pacing impedances on the right ventricular (rv) lead. It was stated that this rv lead is a non-(B)(6) device. Technical services (ts) reviewed and suspected this to be related to a spring contact connector issue. This device remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).